Event description:
A false low advia centaur xp ipth test result was obtained by the customer and considered discordant when compared to historical ipth test results. There was no known report of patient treatment being altered or adverse health consequences due to the elevated ipth test results.

Manufacturer narrative:
The cause for the discordant low advia centaur xp ipth result is unknown. There were no patient samples provided for follow up in-house testing. The customer is unwilling to provide any additional patient information and test results. No conclusion can be drawn.